Event description:
It was reported on (B)(6) 2020, the patient had a PICC catheter placed from the cephalic vein 10 cm above the right cubital fossa under ultrasound and using the seldinger technique. 34 cm of the catheter was placed internally with 0 cm exposed. The tip was located between the 3th and 4th front rib. The catheter was maintained normally. When having the catheter maintained at the venous access center on (B)(6) 2021, the patient complained of extravasation and blood leaking from the insertion site. Removed the catheter and found a split between the 11 cm and 12 scales. The catheter was removed and a new kit of 8194118 catheter was placed for future treatment.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one 4fr s/l powerpicc solo catheter. Usage residues were observed throughout the sample. A partially circumferential was observed split between the 9cm and 10cm depth markings. The split occurred within a permanent kink impression. The sample kinked preferentially at the split site during manual manipulation. Microscopic inspection of the split revealed inward curving edges. The split edges were dully granular. Material wear, buckling and discoloration were observed in the vicinity of the split. The split features were consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which placement, usage and mechanical factors may gradually form a crack in the catheter. The location of the damage suggested that catheter securement, access maintenance techniques may have contributed.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redu3922 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported on (B)(6) 2020, the patient had a PICC catheter placed from the cephalic vein 10 cm above the right cubital fossa under ultrasound and using the sedinger technique. 34 cm of the catheter was placed internally with 0 cm exposed. The tip was located between the 3rd and 4th front rib. The catheter was maintained normally. When having the catheter maintained at the venous access center on (B)(6) 2021, the patient complained of extravasation and blood leaking from the insertion site. Removed the catheter and found a split between the 11 cm and 12 scales. The catheter was removed and a new kit of 8194118 catheter was placed for future treatment.